Manufacturer narrative:
Follow-up #1 date of submission 02/23/2015-product analysis:the device was returned and evaluated by product analysis on 02/05/2014 with the following findings:the powered on to a blank display screen. Moisture was observed behind the display lens. A pump case leak was discovered. Leak testing revealed a pump case leak. Moisture was observed on the printed circuit board and display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture-behind display lens) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.